Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was trying to do a set change and was unable to get the piston to go all the way down to insert the reservoir. Customer's blood glucose was 600 mg/dl, treated with manual injections. Troubleshooting was performed and was able to rewind and prime the device. No further information reported.